Event description:
Agent ide study. It was reported that angina and restenosis occurred. On (B)(6) 2022 the subject presented with unstable angina and a synergy drug-eluting stent was implanted in the distal left anterior descending artery (lad). On (B)(6) 2022 the subject presented to the emergency with complaints of unspecified chest pain (which felt like a heart attack), dyspnea, stress and generalized body aches and pains. The subject reported taking nitroglycerine post which the chest pain had improved, however the condition recurred again. The subject was hospitalized on the same day for further evaluation. At the time of the event the subject was on ticagrelor and aspirin. On (B)(6) 2022 coronary angiography in response to angina revealed 90% in-stent restenosis of the synergy stent in the distal lad extending to the mid lad. The restenosis was treated using a 2.50 x 10mm wolverine cutting balloon and a 3.00 x 8mm non-boston scientific stent resulting in 0% stenosis with timi 3 flow. The subject was discharged in a stable condition on aspirin and ticagrelor and recommended for cardiac rehabilitation. On (B)(6) 2023 the event was considered recovered/resolved. It was further reported that a 2.5 mm x 12 mm synergy drug-eluting stent was implanted in the distal lad.

Event description:
Agent ide study. It was reported that angina and restenosis occurred. On (B)(6) 2022, the subject presented with unstable angina and a synergy drug-eluting stent was implanted in the distal left anterior descending artery (lad). On (B)(6) 2022, the subject presented to the emergency with complaints of unspecified chest pain (which felt like a heart attack), dyspnea, stress and generalized body aches and pains. The subject reported taking nitroglycerine post which the chest pain had improved, however the condition recurred again. The subject was hospitalized on the same day for further evaluation. At the time of the event the subject was on ticagrelor and aspirin. On (B)(6) 2022, coronary angiography in response to angina revealed 90% in-stent restenosis of the synergy stent in the distal lad extending to the mid lad. The restenosis was treated using a 2.50 x 10mm wolverine cutting balloon and a 3.00 x 8mm non-boston scientific stent resulting in 0% stenosis with timi 3 flow. The subject was discharged in a stable condition on aspirin and ticagrelor and recommended for cardiac rehabilitation. On (B)(6) 2023, the event was considered recovered/resolved.